Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. Also, the helix appeared to have some calcified tissue. Additional information obtained from the field which indicated that the field representative thought that it was a sensing issue until the first fluoroscopic was viewed on the day the physician planned to reposition the lead. The lead was explanted and replaced. No additional adverse patient effects were reported.